Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was shooting out during priming. Her blood glucose was 378 mg/dl, for which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A prime rewind alarm was received during occlusion test due to loose or protruded drive support disk. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and a cracked case near display window corners were noted during visual inspection.